Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. No logs attached to the complaint. However, as per complaint notes alarm 400 is visible on the logs and inspiration block test shows the nt valve is leaking. Issue resolved with new nt valve. Vyaire medical findings indicated that the root cause of failure is leaking inspiration valve nt. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, the inspiration valve block test was showing a big leak. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 started to alarm technical error 400-inspiration valve or device leaky. The inspiration valve block test was showing a big leak. At this time, there is no information regarding patient involvement associated with the reported event.